Event description:
It was reported that the right ventricular (rv) lead experienced loss of capture and rising pace/sense impedances. The output was increased, making capture possible. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 31002901 tissue valve implanted: (B)(6) 2002.